Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing rrt therapy when they expired. Per the pdrn, causality was attributed to the patient¿s poor cardiac health. The pdrn stated the patient¿s death was unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Cardiovascular disease (i.e., sudden cardiac death) accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred which caused or contributed to the patient¿s serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On 26/sep/2022, fresenius became aware this 69-year-old male patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced a cardiac arrest and expired on (B)(6) 2022 while undergoing rrt. The patient was completing their nightly treatment and expired peacefully in their sleep. Although the patient¿s passing was unexpected, the patient had a significantly weakened cardiac status. The pdrn reported the cause of death was a cardiac arrest, due to multiple cardiac comorbid conditions. Cardiopulmonary resuscitation (CPR) efforts were not undertaken, as it was apparent the patient expired several hours prior to the discovery of his passing. A non-urgent call was placed to emergency medical services (ems), and the patient was transported to a local funeral home. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 26/sep/2022, fresenius became aware this 69-year-old male patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced a cardiac arrest and expired on (B)(6) 2022 while undergoing rrt. The patient was completing their nightly treatment and expired peacefully in their sleep. Although the patient¿s passing was unexpected, the patient had a significantly weakened cardiac status. The pdrn reported the cause of death was a cardiac arrest, due to multiple cardiac comorbid conditions. Cardiopulmonary resuscitation (CPR) efforts were not undertaken, as it was apparent the patient expired several hours prior to the discovery of his passing. A non-urgent call was placed to emergency medical services (ems), and the patient was transported to a local funeral home. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).